Event description:
Philips received a complaint on the heartstart mrx indicating that the electrocardiogram (ECG) cable does not conduct. There was no patient involvement. Remote support from the customer care solution was received and it was determined that this was a malfunction of the 3 leadset snap and ECG trunk cable. The customer ordered a replacement 3 leadset snap and ECG trunk cable to resolve the reported issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the 3 leadset snap and ECG trunk cable. The reported problem was confirmed.